Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had image noise generated due to damage to the imaging section. There were no reports of patient involvement.